Event description:
According to the reporter, during the cesarean section, while using the suture for the obstetric patient during the abdominal closure , needle¿suture separation occurred. The surgeon, scrub nurse, and circulating nurse jointly verified needle integrity and confirme d correct needle counts. A new absorbable suture was immediately used to complete the suturing. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, while using the suture for an obstetric patient during the abdominal closure, needle¿suture separation occurred. The surgeon, scrub nurse, and circulating nurse jointly verified needle integrity and confirmed correct needle counts. A new absorbable suture was immediately replaced to complete suturing.